Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). During the call, pt mentioned they were in for reprogramming last monday because they could not feel stimulation in the right leg but could fell in the left leg. Pt also stated they received epidural shots at that visit but cannot tell if they worked or not. Pt mentioned they have had back issues and 3 back procedures since october. Agent recommended pt could try to increase intensity and redirected to hcp to further address not feeling stimulation. Additional information was received from the patient. They reported that they do not know the cause of not feeling the stimulation in their right leg but they can feel it in their left leg. They had an x-ray to see if leads were in place. From the patient's understanding, they are. They have heard nothing more about what plans are to see what can be done to feel stimulation on right side. This issue has not been resolved yet. Patient is having an MRI on their hip (where the pain is) next week. Patient will start physical therapy, they had one more injection in hip when they thought they had arthritis. It did not work. They had "mfid" procedure (did not fix the hip issue). Their last treatment was injection between l2 and l3-no improvement. Patient reported when they were first implanted they could feel stimulation when controller was turned up high on both legs. For several months, patient has only been able to feel it in the left leg when stimulation was turned on high. Patient felt nothing in right leg. Patient reported that on (B)(6) 2024 they had an MRI because their hip and back are still giving them problems. Patient stated they have had 3 procedures since october and none were successful. Patient stated this new MRI showed stimulator was intact. However patient questioned why they weren't able to feel stimulation if the stimulator was intact. Patient reported they are having another procedure in the coming week and issue is ongoing as patient is concerned about stimulator.